Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-oct-2018 with the following findings: during investigation, the keypad rubber was found to be undamaged. All keypad buttons respond properly. The keypad was removed and no contamination or damage was found to the key¿s contacts. There was evidence of moisture corrosion observed on the display screen inside the pump. A leak test failed due to a cracked base leak. The pump¿s cover was removed and further moisture corrosion was found to the display screen, the cgm module and the keypad flex connector. Unrelated to the complaint, the battery base was cracked between the keypad and the display lens.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive. It was reported that moisture was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.